Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working properly was confirmed. An assessment was performed on the device which determined that the control unit was not working. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. It was further determined that the tension screw was damaged which did not allow clamping the saw blades, and the oscillation head was cracked. The assignable root cause of these conditions was determined to be due to design error. These issue's have been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device was not working properly. During service and evaluation it was found that the control unit was not functioning and defective. It was noted that the clamping screw of the plate was too far down. It was also noted that the device failed pre-repair diagnostic tests for performance, saw blade coupling assessment, functional tests, oscillation frequency, and mode switch test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.